Event description:
Livanova received report that a runway fault error message was triggered on a s5 double roller pump during a procedure. Reportedly, the device is working now but an inspection has been requested. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double roller pump. The incident occurred in kyoto, japan. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the issue was identified before device being used for the surgery and not during procedure. Reportedly, the issue could be solved by turning off and back on the device which then was used for the procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: a runaway defect is displayed irregularly while the pump is in use. The unit was tested when received at livanova japan and it was not reproducible the issue. There is a possibility of an error caused by the main board, so the board was replaced. Since it was necessary to replace the display (due to a version upgrade), also the related part was replaced. After the replacement, running was performed and no abnormalities were confirmed.

Event description:
See intial report.

Manufacturer narrative:
H.10: the pump serial read-out (real time device parameters and setting recording file) of the involved pump was collected and analyzed. During the date of the event, an event of "runaway fault" was registered in the micro-controller, indicating that the user most likely performed the hand cranking without switching the pump off. This error code reported in the serial read-out can be due to: - pump hand cranked without switching off pump (user error) - hardware reset of pump (off/on) - defective motor control board or hall sensor in the pump head. The involved pump was manufactured in 2012 and according to the review of the complaints database no similar events have been reported in the past. Based on the above, considering that no hardware / software failure could be found with the involved pump and that the error message occurred during pump preparation before the procedure, it cannot be ruled out that the user had hand cracked the pump without turning it off.

Event description:
See initial report.